Manufacturer narrative:
The reported event of no egms available was confirmed. The cause of the event was due to the device running out of memory and the prioritization of the egm triggers and thus, the device did not store the egm. The device is performing per design.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination it was noted that the patient's electrocardiograms were missing and were not stored on the device. No intervention was performed and the cause of the anomaly was not able to be determined. No patient consequences were reported.